Manufacturer narrative:
(B)(6). Section d4: device identification details were not received. Section h11: method: the subject rt330 opitflow tubing kit was returned to fisher & paykel (f&p) healthcare new zealand for investigation, where it was visually inspected, performance tested and analysed. In addition, a f&p healthcare 900mr805 heater wire adaptor and 900mr869 temperature/flow probe were also returned to f&p healthcare in new zealand for evaluation. Results: visual inspection of the subject rt330 opitflow tubing kit observed that approximately 100mm of the tubing was melted, therefore confirming the reported issue. Resistance testing of the heater wire confirmed that the heater wire was within specification. Further analysis of the heater wire did not indicate any abnormalities. The returned 900mr805 heater wire adaptor and 900mr869 temperature/flow probe were evaluated and passed performance testing with no abnormalities identified. Conclusion: based on our investigation, the rt330 opitflow tubing kit heater wire, 900mr805 heater wire adaptor, and 900mr869 temperature/flow probe were functioning as intended. We are unable to confirm the root cause of the reported event. All rt330 opitflow tubing kits undergo visual inspection, pressure and flow, and electrical testing during the manufacturing process and any units that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt330 opitflow tubing kit show in pictorial format the correct set-up of the circuit and also state the following: - do not cover the circuit with materials such as blankets, towels or bed linen. - flow rate: 1.1 - 36 l/min - avoid prolonged contact of heated tubes with patient's skin. - do not use heater wire breathing circuits without gas flow. If gas flow is interrupted, turn the humidifier off. - ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death.

Event description:
A healthcare facility in (B)(6) reported that an rt330 optiflow tubing kit was "hot to the touch" causing minor burn marks to the patient. Additional photographs were later provided by the healthcare facility, showing damage to the subject breathing circuit. It was also reported that 1 hour prior to the event, the oxygen flow had been turned off. There were no further patient consequences reported.

Manufacturer narrative:
(B)(4) note: due to technical difficulties with the esg nextgen submission portal, the initial report cannot be submitted on time. F&p healthcare raised tickets to esg nextgen requesting to remediate the issue (ticket number: (B)(4). Section d4: device identification details were not received. The subject rt330 optiflow tubing kit has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in illinois reported that an rt330 optiflow tubing kit was "hot to the touch" causing minor burn marks to the patient. Additional photographs were later provided by the healthcare facility, showing a damage to the subject breathing circuit. There were no further patient consequences reported.